Manufacturer narrative:
The hillrom technician found the brake alarm switch needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Set the brake to neutral, and make sure the verbal and audible brake alerts operate correctly. Set the brake, and make sure the alerts stop sounding. Replace parts or adjust the system if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake alarm switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).